Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was loss of pneumo with three 12mm trocar when a 5mm instrument was inserted. They continued to use the trocars to complete the procedure. There was no patient impact.